Event description:
It was reported by a sales representative that the electrocardiogram (ECG) traces could not be manipulated on the programmer screen. The traces were frozen in place. However, after the analyzer session was entered, the traces could be manipulated. The programmer remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).